Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2021 wherein another lead was implanted and reportedly effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient was experiencing ineffective therapy for many years. Diagnostics revealed that high impedances were observed in most of the contacts. As such, surgical intervention is anticipated to address the issue at a later time.